Manufacturer narrative:
The customer¿s complaint that the tubing leaked was confirmed by a customer provided photo. The customer¿s photo was evaluated and the reported event that the tubing leaked was observed to be from a tear in the silicone segment near the upper fitment. The root cause of this failure was not identified.

Event description:
The customer reported that when the patient ambulated a leak was noted coming from the pump. There was no patient harm.

Manufacturer narrative:
Additional information device identification, device manufacture date.

Event description:
The customer reported that when the patient ambulated a leak was noted coming from the pump. There was no patient harm.